Event description:
The pump was returned to animas. Evaluation of the pump revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
During testing the pump load step failed to detect the cartridge and emitted a "no cartridge detected" warning. During evaluation, contamination was observed in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, contamination was found on the lead screw in the drive mechanism of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).